Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) procedure. After three correct firings, the stapler blocked. The stapler was able to fire. In order to resolve the issue and complete the case, a new handle was used. There was no patient harm. The patient outcome is alive, no injury.